Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 3.5 x 12 mm xience alpine stent delivery system, the protective sheath and stylet were removed without difficulty. It was noted that the stent was removed with the stylet. The device was not used and there was no patient involvement. A second xience alpine was used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.